Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's lead had migrated causing ineffective stimulation. Surgical intervention was undertaken, and the lead was explanted. Medwatch report mw5148260 received to nmd complaints on 14dec023. The reason for call was a while ago the patient had a stimulator done by abbott and it moved and was useless on their right side. Patient had a back procedure where the stimulator was in the way so they removed it. Patient was told by their doctor that their system and abbott were very similar. Patient said they were told they needed discs 3 and 4 so they did a spinal fusion and that was when they removed the other stimulator.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.